Event description:
It was reported that the patient presented remotely to the clinic via merlin.net transmission. Transmissions showed that the patient¿s implantable cardiac monitor (icm) exhibited post-sensed t-wave oversensing. Programming changes were made to resolve the oversensing. The patient was in stable condition.